Event description:
It was reported that a thrombus occurred. The patient underwent a successful watchman left atrial appendage (laa) closure procedure with a watchman laa closure device implanted. Patient presented for 45 day post-implant follow up and a thrombus was seen on the threaded insert of the device via transesophageal echocardiogram (tee). Patient was on eliquis and was withheld for 2-3 days due to an unrelated medical reason. Per physician, the missed dosage could help explain the presence of the thrombus. Patient will start on warfarin and repeat tee in 2 months. No negative patient effects at this time.